Event description:
The customer reported an error occurred when the device was plugged into a force1c generator. Another device was used to complete the procedure. There was no patient injury. Covidien's initial evaluation of the returned sample found that it self-activated in the cut mode..

Manufacturer narrative:
(B)(4). Evaluation of the returned pencil found it to self-activate in the cut mode. Investigation identified the root cause as a short in the cut circuitry caused by moisture build-up inside the pencil. The e2100 instructions for use provides information regarding the recommended cleaning and reprocessing methods. Reprocessing by methods other than the ones specified in the IFU may result in reduced product life or product damage.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.